Manufacturer narrative:
The customer¿s report of a leak in the pca set was confirmed. Visual inspection showed that the female luer extension had an 11.3 mm crack. Functional testing confirmed leaking as fluid flowed through the crack. The root cause of the leak was determined to be the female luer crack. The origin of the crack remains unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the hydromorphone pca tubing was leaking and cracked at the connection at the end of tubing. There is no report of patient harm. Per mw, "patients IV tubing found to be leaking. Assessed tubing and determined that it was the pca tubing leaking. Crack found in hard plastic connector end of tube."